Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a cartridge alarm 19 during the load process. Reportedly, the customer successfully loaded a new cartridge but the alarm occurred again during bolus delivery. Customer's blood glucose level was between 200-399mg/dl. Reportedly, the customer successfully loaded a new cartridge and resumed insulin delivery.